Event description:
It was reported that health care professional (hcp) called in for review of device data from an atrial tachy response (atr) episode. Technical services (ts) reviewed and found this patient with a cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) noise and far-field oversensing. Ra impedances were noted to be stable. Ts recommended an in-clinic ra lead evaluation and provided programming options. At this time, the system remains in service. No adverse patient effects were reported.